Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged power issue began on the morning of (B)(6) 2021. The patient stated that she manages her diabetes with oral medication (metformin 500 mg) and denied making any changes to her usual diabetes management regimen when she was unable to perform a blood glucose test due to the alleged issue. The patient reported developing symptoms of ¿headache, dizziness, blurred vision and shaking¿ on (B)(6) 2021, after the alleged issue began. The patient claimed she drank tea as treatment for the symptoms. The patient denied using any other device to test her blood glucose. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The cca confirmed the correct test strips were being used for testing. The cca noted the meter would power on manually when the power button was pressed but not when a test strip was inserted. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began.